Event description:
Dr was using the side effect electrode with a suction sleeve (3.5) when users all noticed that the tip looked broken and the generator faulted all at once, users discovered that the tip was broken and within 1-2 mins found the other piece in the joint.